Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Disposition unknown.

Event description:
Screw head going through the plates and not engaging.